Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: spondylolisthesis type of procedure used: l4-5 posterior lumbar interbody fusion (plif) and l4: spondylolisthesis forced fixation levels implanted: l4 it was reported that during surgery, the tip of the driver broke off during final tightening of the set screw. The broken tip remained in the set screw. No fragment of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off and not returned for analysis. Optical examination of the fracture surface analysis reveals a fairly flat ductile fracture with circular material displacement, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.